Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report an unspecified issues with the one touch verio pro meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. The patient contacted lifescan regarding an unspecified issue with the reported meter. The patient did not report experiencing any symptoms or medical attention. As the issue was not resolved with troubleshooting, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.